Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient experienced pericardial effusion which was confirmed by echocardiogram, and became unresponsive with a very weak pulse. Cardiopulmonary resuscitation was administered and the patient was stabilized. The right ventricular (rv) lead was explanted. No further patient complications have been reported as a result of this event.